Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's insulin pump also locked up and stopped working while they were attempting a bolus. Customer's blood glucose was 260 mg/dl. The customer had treated with a syringe for their blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).